Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. Event date and implant date are estimated. The unique device identifier (UDI #) is unknown because the lot number was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported diagnostics showed high impedance readings on all contacts. X-rays were taken and indicated the lead was fractured. Patient stated he noticed a decrease in the effectiveness of therapy beginning last year, but was unable to recall specifically when it began. Reprogramming was able to provide effective therapy, however surgical intervention may take place at a later date.